Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 2182269.

Event description:
During the procedure with the patient prepped, three different electrodes were tried on 3 different gates without any connection and the procedure was cancelled with no consequences to the patient. The procedure has been rescheduled.